Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels, neither the levels nor the lab reports were provided for review. The reported pain and a grossly loose femoral component reported on bone scan along with intraoperative findings showed evidence of femoral neck insufficiency with gross motion of the femoral component and discolored synovium may be consistent with findings associated with metal debris, loose femoral component and synovitis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported loosening of the femoral component and synovitis cannot be confirmed, and it cannot be concluded that the reported event was associated with a mal-performance of the implant. The patient impact beyond the pain, revision and reported post-op infection, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a revision surgery from the right hip was performed due to continuous pain, metallosis, elevated chromium and cobalt levels.